Event description:
It was reported that, prior to use, in a procedure to treat the great saphenous vein, a closurefast catheter was not responding or recognized by the generator, when connected. The lumen was flushed prior to use. The IFU was followed. (A guidewire was used for insertion of the catheter). Tumescent infiltration, local anesthesia and hand compression was used. The generator was power-cycled, however the issue remained. A second closurefast catheter was attempted with the same generator without issues, and this replacement catheter was used to successfully complete the procedure; the vein was reported to have closed. No additional treatment was required. The patient was reported as alive, with no injury. No patient symptoms or complications have been reported as a result of this event. When the device was returned for evaluation, it was noted that the catheter was damaged.

Manufacturer narrative:
Product analysis. Lot number # 251390210 was additionally confirmed on the device catheter label which matches lot# in the complaint file. No ancillary devices or images were returned with the device. Damage was noted along the heating coil/element. Microscopic examination revealed peeling/ bending/ burning of the fep layer of the heating element/coil. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating ele ment/coil. Visual inspection of the returned catheter revealed one kink along the heating element; the kink was observed at approx. 6.5cm from the distal tip of the device. Visual inspection of the returned catheter revealed one kink along the catheter shaft; the kink was observed at approx. 55.6cm medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.